Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt underwent surgical intervention sometime in (B)(6) of 2012, because the scs system was not helping relieve the pt's pain. The pt's spouse reported the pt's physician revised the pt's scs leads to improve the pt's stimulation coverage.